Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that the no delivery alarms may be due to site, set or reservoir. The patient has not tried different cannula lengths, the insulin is not expired or denture. The patient does not rotate sites and avoids scare tissue. The patient does use the serter device according to IFU instructions. The patients was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to monitor insulin pump and call back if problems persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.